Event description:
It is reported that pt underwent a right total hip arthroplasty on (B)(6) 2007. Subsequently, the pt is reporting corrosion of components.

Manufacturer narrative:
Eval summary: the device has an in-vivo time of nearly 8 years to date. The devices are confirmed as compatible to one another. Primary operative notes were reviewed and found unremarkable. With the info provided, a definitive root cause cannot be determined. Review of the device history records did not find any deviations or anomalies. No add'l complaints have been rec'd against any of the mfg prod lots. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed.